Event description:
A consumer reported that she developed an infection one week following an intraocular lens (iol) implant procedure. After multiple test the germ could not be identified. Antibiotic injections and eye drops were used but the infection continued. She noticed some dark spots in the vision and there was an increase of fluid inside the eye causing distorted vision. On the fourth postoperative week, she was sent to a retina specialist who performed a vitrectomy, started her on anti-inflammatory and antibiotics two-four times a day. The infection seemed better. Seven weeks later, the infection became worse and there was mucous behind the lens. The sutures from the vitrectomy were gone and the incision had to be resutured. The lens and the mucous were removed. The retina specialist does not want to replace the lens until the infection is gone. The medication treatment was increased to every two hours. The eye was swollen shut for three days following the lens removal. Currently she is seeing a large dark spot in the vision, however, the swelling has improved and the white of the eye is clearer. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).